Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer advised they felt the insulin burned during a bolus delivery. Customer advised they had irritation at the site. Customer was advised to speak to their healthcare provider in regard to their insulin dosage. Customer was advised to follow up with their healthcare provider and to call back if issues persist.